Manufacturer narrative:
Parts and svc for this device are no longer supported by physio-control.

Event description:
According to the rptr, the defibrillator will not charge. There was no pt associated with the report.